Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving check therapy electrode therapy. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the distribution node to front therapy electrode cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the electrode belt. The pt received a replacement electrode belt.